Manufacturer narrative:
H.10.: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hcp had a patient who had gone through two separate withdrawal episodes within the last 12 months. The first episode occurred in (B)(6) 2019 and the last one in (B)(6) 2020. It was reported that a CT scan was done both times and the withdrawal symptoms lasted a few days. No surgical interventions were required. It was reported that the patient could have very severe signs including vital signs changes when those events occur. It was reported that the patient had multiple sclerosis (ms) and previously their cerebral spinal fluid (csf) pressure could be very high. The hcp asked if the csf pressure could affect the flow of medication or cause a micro-fracture. It was reviewed that the pump¿s pressure is high enough that csf pressure shouldn¿t affect it. It was also reviewed that if there might have been a micro-fracture diagnostic testing should be performed. It was reported that the programmer did not have any alerts, but the printout showed that ¿the pump clock was 3 minutes behind the programmer and needed to reset today." It was reviewed that this wasn¿t a major issue and that the pump gets the time from the programmers used with it. No further complications were reported.